Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that the consultant noticed that the tip of the bender was broken following a t4-s1 adult deformity scoliosis procedure. The corner was chipped off and it is not known if the instrument broke during the procedure or during cleaning. There was no reported adverse event to the patient and the surgeon finished the case with no further problem. No other information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection revealed that the break in the device is consistent with previous product complaints on this part number. Material analysis performed on parts returned on previous complaints indicated that the process of welding around the perimeter of the rod slot is creating an as-cast condition in the welded material and increased carbide formation in the surrounding substrate making the materials more brittle and less tough than they would be in their typical wrought forms. An internal corrective action has been opened to address this issue. Changes to the raw material, tip geometry and manufacturing process were initiated, in response to the previous, similar valid complaints. Conclusion: this complaint is deemed valid from a design perspective and an internal corrective action has been opened to address this issue. The device associated with this complaint was manufactured almost 2 years prior to this design change.